Event description:
The patient stated that her infusion device alarms e6 (mechanical error) during boluses for the past 3 weeks. She stated that this occurs when she reaches the half cartridge point. To troubleshoot the patient was instructed to disconnect from her infusion site and to remove the accessories from the infusion device. The patient was then instructed to retract the piston rod. She was able to complete this without error. The patient was then instructed to prime the piston rod forward. The infusion device immediately alarmed e6 at the 150 unit mark on the cartridge compartment. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.